Manufacturer narrative:
Section b3: date of event: unknown, not provided, but the best estimate date is during 2017. Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted. Device evaluation: at the time of the investigation, device was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic of preloaded intraocular lens (iol) was torn/broken. No other information is available.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 11/14/2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection was performed on the suspect product and found the plunger rod was partially advanced and the lens was stuck in the cartridge. The leading haptic was also unfolded. Viscoelastic residue was distributed through the length of the cartridge. The lens module was inspected and presented with no damage however viscoelastic residue was identified. The device assembly was inspected and presented with no assembly issues however viscoelastic residue was identified below the lens module indicating that an excessive amount may have been used. The plunger rod advancement was inspected and presented with no issues. The lens was removed from the cartridge and presented with the optic body damaged, and the trailing haptic was bent. No further evaluation was performed. Conclusion: the complaint issue "haptic damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.